Manufacturer narrative:
Additional narrative: patient information is not available for reporting. This report is for one (1) unknown titanium matrix orthognathic self-drilling screw. A partial part number of 04.511.2xx.01 (purple) was provided by the reporter. Without a valid part and lot number, the UDI is not available. Device broke intra-operatively and was not implanted or explanted. Per facility, a tiny filament of the screw is available for return. The remainder of the device was discarded during the procedure. (B)(6). Unknown, as specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the threads of a titanium (ti) matrix self-drilling screw were detaching from the screw during an orthognathic lefort 1 procedure on (B)(6) 2016. The filaments were reportedly detaching as the screw was being inserted; however, they were easily retrieved. The screw was discarded and the procedure was completed with the use of an alternate screw. There was no reported surgical delay or medical intervention required. This report is for one (1) unknown ti matrix orthognathic self-drilling screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one (1) metallic fragment was received for investigation. The fragment is curled and approximately 3mm in length. It is a dark color, possibly black, purple, or blue. The fragment was reported to be from part family 04.511.2xx, but due to the size of the fragment, a part number could not be determined. Per the complaint description, the fragment is a piece of a screw thread. No root cause for the complaint could be determined. A visual inspection of the metallic fragment was conducted. Further investigation is unable to be accomplished. This complaint is unconfirmed. The relevant drawings were reviewed with no issues or discrepancies found. The root cause of the complaint condition is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.